Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2007. It was reported that while traveling outside the country, she fell and hit the ipg. Since then the pt is not getting stimulation. When she turns stimulation on, she feels overstimulation at the ipg site. X-rays confirmed that the lead wires and ipg moved when she impacted the implant site. The pt has an appointment with her physician on (B)(6) 2010. No additional info is available at this time.